Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient had developed a skin irritation under the lifevest. The patient's physician gave him prescription lotions for the irritation. The patient also removed the lifevest. Follow-up indicated that the irritation had healed, but was coming back when the patient wore the lifevest again.